Event description:
It was reported that while using bd preset¿ arterial blood collection syringe that there was foreign matter on the pipe wall . The following information was provided by the initial reporter: stage: unpacking. Defect: foreign matter found on the pipe wall. Quantity: 1 piece.

Manufacturer narrative:
H.6 investigation summary. Bd received 1 sample and 1 photo for investigation. The photo and sample were reviewed and the customer¿s indicated failure mode for foreign matter was observed as a light brown colored material was found on the top and side of the plunger stopper. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.